Manufacturer narrative:
The device was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly retracting the formed needle. Inspection of the device suggests that the misaligned linkage assembly had no effect on the ability of device to delivery insulin.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. Hyperglycemia treated by consuming water and applying a new pod.